Event description:
It was reported that when using the BD Pyxis¿ Pro MedStation Secure Tower Aux, tower 1 had latch issue and it was intermittently failing.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.